Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the patient was hospitalized. The customer reported that while customer was in hospital for surgery he had a couple bent cannulas causing high blood glucose. Patient's blood glucose at time of incident was 250 mg/dl. Patient's current blood glucose was 118mg/dl. The customer was sweating like crazy and had nausea. The customer treated for high blood glucose in hospital with manual injection. The customer was hospitalized on (B)(6) 2017 blood glucose over 250mg/dl. The customer was wearing the pump at time of hospitalization. The customer does not wish to troubleshoot for high blood glucose. The customer reported that cannula was bent. Blood glucose was 105mg/dl. The insulin pump will not be returned for analysis.